Event description:
It was reported that a patient underwent a right frontal sagittal sinus meningioma resection+dural repair procedure on (B)(6) 2026 and suture used. Before closing the subcutaneous incision on the head, the doctor used suture to fix the reserved suture of the scalp drainage tube. It was found that the needle tip was missing by about 0.1mm after use. The surgical team found out and searched around the incision, but could not find it. The sutured surgical incision was washed with saline and suctioned clean with a suction device. After the surgery, a CT scan was performed, and no metal residue was found. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. Were there any patient consequences? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: received information as following from sales rep via phone today. No retained needle tip was found in the patient on imaging examination. Therefore, there is currently no evidence of a retained foreign body in the patient. The patient has been discharged smoothly currently. No subsequent adverse event reports have been received.